Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309657; batch no.: 0150246. It was reported that: scale marking issue. Event description per email states: "bd 3 ml luer_lok syringe, lot 0150246 does not have any ink on the syringe to mark the measurements. Some nurses reported finding these sealed unmarked syringes in previous days. Sixty-one syringes in our floor stock that had this defect. They have been removed from the floor stock and our supply manager notified." The medwatch reported was received in franklin lakes on 03-sep-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: h.6. Investigation: sixty 3ml syringes in fully sealed blister packs from batch 0150246 were received and evaluated. It was observed fifty-nine of the syringes were completely blank and one syringe contained portions of a printed scale with areas of missing scale between the 1ml and 2ml markings as well as the 2.5ml and 3ml markings. All the syringes received were missing more than 50% of any one printed item, which is rejectable per product specification. Potential root cause for the missing print defect is associated with the equipment failure. There was likely and ink pump failure that quickly stopped the ink flow, preventing ink from being applied to the barrels. Missing print was found during the manufacture of this batch and a requalification was performed. It is possible a small number of syringes were able to escape detection. DHR was performed. All visual inspections were performed as per requirement with a requalification for missing print. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309657 batch no.: 0150246. It was reported that: scale marking issue. Event description per email states: "bd 3 ml luer_lok syringe, lot 0150246 does not have any ink on the syringe to mark the measurements. Some nurses reported finding these sealed unmarked syringes in previous days. Sixty-one syringes in our floor stock that had this defect. They have been removed from the floor stock and our supply manager notified." The medwatch reported was received in franklin lakes on 03-sep-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.

Manufacturer narrative:
The following fields have been updated with corrections: g.4. Date received by manufacturer: 2020-09-10.

Manufacturer narrative:
The initial reporter also notified the FDA on 1 september, 2020. Medwatch report # mw5096155. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no.: 0150246. It was reported that: scale marking issue. Event description per email states: "bd 3 ml luer_lok syringe, lot 0150246 does not have any ink on the syringe to mark the measurements. Some nurses reported finding these sealed unmarked syringes in previous days. Sixty-one syringes in our floor stock that had this defect. They have been removed from the floor stock and our supply manager notified." The medwatch reported was received in (B)(4) on 03-sep-2020 and it reflected in the awareness date. The report was not sent to the rcc until 09/17/2020.